Event description:
Reporter indicated that vns patient had passed away due to respiratory insufficiency. No autopsy was performed. The patient experienced a >25% reduction in seizures with the vns therapy and was receiving therapy at the time of death. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. In their response to manufacturer's request for additional information, treating neurologist did not indicate whether they believed there was a relationship between the vns therapy system and the reported event.